Event description:
Opioid medication was cut from 240 count a month to 180, then 120 (present) and now I am baclofen for 20+ hours a day (used to be able to garden, cook, clean, teach children, etc with stable medication). I have spinal stenosis, lupus, fibromyalgia, and crps in my foot. Hoping to get my life back, now that cdc has come out and said it was wrong to change my stable medication amounts. I have had two electronic spinal cord stimulators put in, to no avail. They actually caused me more pain. FDA safety report ID# (B)(4).